Event description:
Following routine angiography a perclose device was inserted to close the femoral artery puncture site. Only one of two sutures deployed. Unable at this point to remove device. A moveable leg was felt to be blocking the removal. So as not to damage the artery, the device was removed surgically.